Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 43 mg/dl while wearing the pod between 4 and 24 hours. The patient reports while shopping they had felt dizzy. The patient was taken by ambulance to the hospital. Once at the hospital emergency room the patient was treated with a liquid (unknown) as well as juice and graham crackers. The patient was at the emergency room for 4-5 hours.